Event description:
A malfunction was reported on the pump, but no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further malfunctions occurred, which the customer acknowledged and understood.